Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the tall input disks. There were discoloration and corrosion around the cables on the bearings to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm prograsp forceps instrument was not following commands from console. The procedure was completed with no reported injury.